Event description:
It was reported that upon interrogation of the device, it was not possible to view the device battery voltage, and the lead trends indicated 'invalid data', the device was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.